Manufacturer narrative:
A review of the device history record was performed and no similar concerns were found. The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
According to the notice received by way of a civil action complaint filed on june 22, 2018, the patient was prescribed and implanted with an option elite retrievable ivc filter on or about (B)(6) 2014 by dr. (B)(6) at (B)(6) regional medical center in (B)(6). No attempt to retrieve the filter has been made, therefore it remains implanted. The patient alleges perforation has occurred as well as ¿developed dvt¿s after implant.¿ argon¿s attorneys are attempting to gather additional information.